Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). It was reported that during ecc, an arterial pump suddenly stopped. A flashing red light and a pressure of 350 mmhg were displayed on the pressure module. The pressure and alarm were by-passed but the pump did not re-start. The pressure module was turned off and the pump was power cycled without success. Sorin group (B)(4) has received the pump for eval. The investigation is on-going a f/u report will be forwarded when the investigation is complete. There was no report of pt injury. The facility has filed a report with the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
It was reported that during ecc, an arterial pump suddenly stopped. A flashing red light and a pressure of 350 mmhg were displayed on the pressure module. The pressure and alarm were by-passed but the pump did not re-start. The pressure module was turned off and the pump was power cycled without success. The pump was changed out. There was no report of pt injury.